Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: a radial arterial line was placed uneventfully in pre-op and a small hole was found at the point where the catheter narrowed and entered into the patient's skin. Arterial catheter could not be wired and a new catheter threaded so this one was removed. Resulted in small hematoma and bruising. Several other attempts had to be made at arterial vascular access due to catheter being unusable. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: a radial arterial line was placed uneventfully in pre-op and a small hole was found at the point where the catheter narrowed and entered into the patient's skin. Arterial catheter could not be wired and a new catheter threaded so this one was removed. Resulted in small hematoma and bruising. Several other attempts had to be made at arterial vascular access due to catheter being unusable. The patient's condition is reported as fine.